Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her hip replaced 20+ years ago and had a revision done in 2005 by another dr. According to current dr. This patient recently began complaint of pain in her left hip. Through examination and testing (no labs or documents available with results) it was determined this patient has elevated chromium levels. Current dr. Scheduled the patient for a hip revision where he decided to do a hip ball exchange. The srom stem, srom sleeve, arthropor cup and liner were left in situ. Doi: unknown, dor: (B)(6) 2021, affected side: left hip.